Event description:
The account alleged the head will not lower electrically or with cardio pulmonary resuscitation. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.